Event description:
It was reported that the patient presented for routine in-clinic follow-up. It was observed that the pulse generator was unable to be interrogated. An electrocardiogram revealed that the patient's heart rate was low, and the device had no magnet response. Premature battery depletion was suspected. The patient was scheduled for explant and the device was replaced. The patient was stable.

Manufacturer narrative:
The reported events of no output and no magnet response were confirmed. The event of premature discharge of battery was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements a device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.¿